Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -6.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced low vault. On (B)(6) 2022 the lens was exchanged with a longer length lens and this resolved the problem. Cause of the event was reported as "lens sizing is small".

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).